Event description:
It was reported that arteriotomy closure of the scarred right common femoral artery (rcfa) was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, when the plunger was depressed, the collar of the plunger touched the body of the device, but didn't stay apposed to the body, it jumped back 2 mm. The physician repeated the same step, but the plunger would not stay depressed touching the device body. The physician retracted the plunger, there was no suture present, and the anterior needle was bent or broken at the end. The foot lever was lowered down; however, the device could not be withdrawn from the artery. The lever was repeatedly pushed up and down with no result. The physician tried removing the device by rocking and twisting it. It was not possible to move it neither in nor out of the vessel. The physician pulled the device out with use of excessive force and the device came out broken. The device body, the proximal guide, suture and the foot came out. The sheath and distal guide stayed in the right iliac artery. The left common femoral artery (lcfa) was accessed and the proglide sheath and distal guide were retrieved by lasso catheter through the lcfa. Manual arterial compression and a non-abbott device were used on both cfas to achieve hemostasis. A femoral angiogram did not show any proglide components left in the patient. The device and its components were inspected and it does not seem that any pieces are missing. After the procedure, the physician indicated he experienced excessive resistance while advancing the device into the artery and he felt the artery extremely tough during the seldinger puncture due to the scar tissue from previous percutaneous transluminal coronary angioplasty procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Describe event or problem: the patient hospitalization was prolonged. The following day after the procedure 3 pseudoaneurysms were found in the rcfa (one 2 cm, two 1 cm each), they communicated between themselves and they were closed with thrombin. The patient was discharged from the hospital on (B)(4) 2012 with no sign of any other complications. The physician is reported to be in-training in the use of the proglide device. No additional information was provided. Device (B)(4) - against resistance. Incorrect removal. The device IFU indicates: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and procedural images were returned for evaluation. Inspection of the return device and components found that the inner plastic needle guide was broken, a portion of the right medial side of the plastic guide was not returned; the outer metal guide was twisted, the anterior needle tip was bent, the foot was exposed but was attached to the control wire; the anterior cuff was not attached to the needle tip and the needle was bent. The posterior cuff was in the foot pocket, which indicates a posterior cuff miss occurred. The suture was partially loaded in the device. Tissue was impacted at the unraveled suture knot. During testing the lever to control wire operated normally, the foot action could not be activated due to the excessive damage. The damage observed is consistent with the reported information of excessive resistance felt during advancement of the device into the scarred artery, plunger/needle deployment and removal difficulties which resulted in device breakage upon device removal. Review of the images provided did not show any proglide components being left in the patient. Based on the visual inspection, functional testing and review of the images returned with the device, the reported experience is confirmed; however, there is no indication of a manufacturing influence that could have contributed to the reported event. The most probable cause appears to be related to user technique and operational context during use and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.